Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed episodes of non-sustained ventricular tachycardia that were oversensing and there were variations in the impedance trends and thresholds. The patient requires a small percentage of ventricular pacing, therefore, the lead remains in use and no action was taken at this time. No patient complications have been reported as a result of this event.